Event description:
Initial report indicated that data transmission error was received up interrogation of patient's device. Review of programming history indicated that the pulse generator may be nearing end of service. Both the pulse generator and the bipolar lead were replaced. Analysis of the returned product indicated that the pulse generator met electrical test specifications, but a break in the lead coil was identified on the lead assembly returned.